Event description:
It was reported that the physician's have noticed an increased number of wet taps over the past couple of months. These are being used on female pts in labor and delivery. There was mention that the feel of the epidural needle is different. The anesthesia tech mentioned that this issue started to occur around the same time new residents started placing epidurals. The needle was replaced with another one and a blood patch was administered in the majority of cases. There were delays in treatment and no pt deaths. Pt's experienced post dural puncture headaches.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.